Event description:
Complainant alleged that while attempting to cardiovert a male pt, the device was charged to 120 joules and failed to discharge. The device was charged a second time to 120 joules and failed to discharge. The device was charged a third time to 120 joules and failed to discharge. The device successfully delivered energy at 120 joules on the fourth attempt. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsquent testing, the device displayed "poor pad contact" and "check pads" messages.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under I nvestigation.